Event description:
It was reported that multiple ongoing occlusion alarms occurred. The customer's blood glucose level ranged from 342-343 mg/dl. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.